Manufacturer narrative:
Investigation: no sample or photo received for investigation. Additionally, ten retention samples were evaluated to determine if the defect reported is present. Test performed include, leakage, deformation in the thread of the barrel, and defects on molding. The results obtained were satisfactory, no defects were observed. Furthermore, during the manufacturing process of the barrel and the syringe assembly there was no problem attributable to the defect that the customer reported. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. CAPA#400567 was initiated.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to contain medication. The following has been provided by the initial reporter: it was reported that the there was a crack on the side of the syringe. Customer called to report syringe breaking due to a crack on the side.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to contain medication. The following has been provided by the initial reporter: it was reported that the there was a crack on the side of the syringe. Customer called to report syringe breaking due to a crack on the side.